Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient went to a chiropractor last thursday for treatment of sciatic pain and the chiropractor used a machine that "put electrical pulses" in the patient's leg and butt. Patient said when they got home they noticed they were shaking a lot and their tremors were worse so patient looked at their therapy settings and said that their settings looked different. Patient said they went to their neurologist a couple weeks ago for the third time and the doctor put the device at certain settings and gave the patient a range to be able to adjust within and an upper limit. Patient said the numbers the neurologist set were still there but the arrows to increase the numbers were grayed out with no option to increase stimulation. Patient said they had increased the settings up to their upper limit prior to their chiropractor visit on thursday, but their numbers now were not at their upper limit and they didn't have the option to increase them back up to the upper limit. They wondered if the machine the chiropractor used on their leg caused them not to be able to increase their settings. While on the call, patient was able to access dbs therapy app and view settings. They were on group c and said they were confident that they had been on group c the whole time. On group c, the numbers were set to where the clinician had originally set them (which made sense), but their ability to adjust up to the upper limit was gone (not expected). Patient was able to view and change to groups a and b during call. The issue was not resolved through troubleshooting. Agent redirected patient to healthcare provider.